Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. Analysis found the connector pin and connector cap were pulled out of the connector assembly, consistent with excessive forces during procedure. The cause of the reported event was isolated to the bunching of the stripped stylet ptfe coating and inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, when the left ventricular (lv) lead stylet was inserted into the lv lead to advance the lead, the stylet became stuck in the lead. A new lv lead was implanted. There were no adverse health consequences. The patient was stable.